Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that smoke was coming out from the unit. The event occurred during cleaning.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). The product was evaluated by an external contractor. On jun 29, 2018, it was reported from (B)(6) medical center that when the account was trying to clean the unit there was smoke coming out. (B)(4) biomedical services was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on jun 29, 2018 and opened unit and checked for signs of burning, found no burns on board or components. The technician then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. The service technician could not reproduce the reported issue. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.